Event description:
It was reported that the device intermittently failed to power on. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported intermittent device failure to power on. Physio replaced the main control keypad assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main keypad assembly and determined the cause of the reported/observed failure to be a worn off conductive material on the power on switch. The observed discrepancy resulted in an intermittent operation of the on/off button.